Event description:
It was reported that during a lap low anterior resection procedure, the harmonic shears stopped working when dissecting soft tissue. The generator indicated a instrument error. The surgeon removed the shears and noticed the working blade was broken and barely hanging on the tip. Because of wound separation after the work with the endocutter, the surgeon completed anastomosis with circular staplers and performed a preventative ileostomy. The surgery was prolonged 45 minutes.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.